Manufacturer narrative:
Corrected data: b1: adverse event should be omitted and replaced with product problem for correction. Claim #(B)(4).

Event description:
The reporter indicated that on (B)(6) 2022, a 13.2mm vticm513.2 implantable collamer lens of -13.0/1.0/84 (sphere/cylinder/axis) lens tore and was damaged during loading. Lens was not implanted. Reportedly, status of the eye is, "good," and "the surgery date for the replacement lens has not yet been determined."

Manufacturer narrative:
(B)(4).